Event description:
Note: date of the procedure is unknown. It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used in a percutaneous endoscopic gastrostomy (peg) procedure (patient age, gender and weight are unknown). According to the complainant, two weeks after placement, nutrition was unable to flow through the button's feeding shaft. It is suspected that the feeding shaft may have been blocked. The device was replaced with another another corflo cubby low profile gastrostomy device. No patient complications were reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Based on the evaluation of the returned device, the device was visibly clogged. The cause of this malfunction is undetermined.